Manufacturer narrative:
The following fields have been updated with correct information: b.5. Describe event or problem: the customer provided this lot number. D.4. Medical device lot #: 9042904 d.4. Medical device expiration date: 2024-02-29 h.4. Device manufacture date: 2019-02-11

Event description:
It was reported during use the bd ultra-fine?¿ ii insulin syringe had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated during use of the device "the physician noticed the rusty in the needle and discarded it. There was no patient injury, since at the time of aspirating the botox.". Additional information: the customer stated "we have a problem with the ultra fine syringes, the needles are coming without the cut and the dr is not being able to inject the product into the patient's skin. I even had a syringe that came out rusty". Quantity: 5 units, 4 have been discarded and 1 has been sent to maxwell (the seller).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9042904, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needles are coming without the cut and a syringe was rusty. The attached photos were examined and it appears that there is some material on the cannula. It is difficult to determine the identity of this material and it is difficult to determine if the geometry of the cannula point is proper solely from the attached photos. A review of the device history record was completed for batch # 9042904 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded:confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm on cannula). Root cause: cannot provide a root cause for the material that appears to be on the cannula due to it being difficult to determine the identity of the material solely from the photo. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra-fine?¿ ii insulin syringe had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated during use of the device "the physician noticed the rusty in the needle and discarded it. There was no patient injury, since at the time of aspirating the botox."